Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Implanted on an unknown date in 1999. Explanted on an unknown date in 2017. Concomitant medical products - unknown maxim tibial tray; unknown tibial bearing. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due patient's nickel allergy. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports 1825034-2017-06307.

Event description:
It was reported that the patient underwent a knee revision procedure approximately 18 years post implantation due to patient allergy to nickel. The patient was re-implanted with a competitor knee system. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under cmp(B)(4).. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty. The patient is being considered for a revision. No additional patient consequences were reported.